Manufacturer narrative:
Internal reference: (B)(6). The facility declined to provide patient weight. Additional information provided, the procedure was successfully completed with the manufacturer's device. Upon removal of the device from the patient's vasculature it was observed the tip had detached. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. A visual and microscopic inspection was performed on the returned device. There were kinks in the catheter shaft. The scanner body, catheter tip, and a portion of the catheter shaft were separated and not returned with the device. Sanguineous material was observed on the device. The site of separation on the catheter shaft was observed to be stretched. The catheter shaft was torn from the remaining distal end of the device to the guide wire exit port. The microcables were severed at the site of separation. The probable cause of the scanner and shaft separation is likely due to excessive force when removing the device as evidenced by the stretching observed at the separation site and the tear along the shaft. The instructions for use (IFU) cautions the catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not handle the transducer. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported once the catheter was outside the body, it was observed the transducer had detached from the catheter shaft. The physician used fluro and noticed the transducer was in the left profunda artery. An attempt to retrieve the transducer started. The physician tried to snare the transducer without success. Finally, the physician placed a 4x33 xience des stent in the profunda artery to trap the transducer against the wall of the artery. This event is being reported because of device separation and additional intervention.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. There was an entry error on the expiry date portion of the UDI number on the initial report. The initial report correctly stated the expiration date in the designated field. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This supplemental MDR is being submitted to correct the expiry date portion of the UDI number submitted on the initial report.